Manufacturer narrative:
(B)(4).

Event description:
It was reported that when a patient presented in-clinic for a follow-up, it was observed that the patient received inappropriate atp therapy due to post-sensed t-wave oversensing on the ventricular channel. Programming changes were recommended.